Event description:
An aneurx stent graft system was implanted in a patient for a endovascular treatment of an abdominal aortic aneurysm approximately 4.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for a follow-up approximately 1 month ago, and the CT showed that the stent graft had migrated 2.5 cm without a type I endoleak. At the time of migration, the aortic neck was 28 mm in diameter at the renal arteries and 26 mm in diameter 15 mm below the renal arteries. Vessels were non-tortuous and non-calcified; however, there was disease progression resulting in aortic neck dilatation and aneurysm expansion, and there also may be a type ii endoleak. The physician has elected to treat the patient at a later time with either an aortic cuff or aorto-uni-iliac device. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results and conclusions - (graft migration). (Disease progress; aortic neck dilatation; aneurysm expansion; type ii endoleaks). (Intervention planned).